Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
Note: this is one of two events related to the same pt. Reference manufacturer report numbers 3005099803-2009-06096. It was reported to boston scientific corp that a wallflex biliary rx covered stent was used during a chronical pancreatic stenting procedure performed in 2009. According to the complainant, the first stent was implanted without any consequence. However 3 weeks post implantation, using it as a temporary stent, this stent was explanted and replaced with another wallflex biliary rx covered stent. Six weeks post implantation of the second stent, the pt presented with cholestasis. It was noted that the stent moved into the choledoc (biliary voices). The physician performed a sphincterotomy to access the stent. The distal part of the stent covering broke and the stent was removed using an extraction balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "no consequence".